Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr groshong two-piece connector. The catheter was not returned for evaluation. Usage residues were observed and the extension tubing markings were partially worn. Following disassembly of the connector, inspection of the sample confirmed that no catheter was returned with the connector. Blood residue was observed within the connector. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed it to be advanced into the tapered region. Microscopic inspection of the sample confirmed that the compression sleeve was advanced. The sleeve was advanced to the proper region. No evidence of catheter passage through the sleeve was observed.

Event description:
It was reported by the facility that the catheter fell out of patient 13 days after insertion. The catheter was inserted right upper arm and used for drip feeding everyday. Complainant said it is unlikely that the cause was patient-derived and supposed metal part of connector might have dropped off.